Manufacturer narrative:
Manufacturer's report date: 03/16/2011. (B)(4). Customer reported patient was female but customer medwatch reported patient was male. The customer's experience of a leak in the tubing was confirmed. The leak was due to a pinch cut located in the tubing approximately 20.5 in from the male luer. The cause of the pinch cut was not identified.

Event description:
Customer reported a nurse went into a room to respond to an air-in-line alarm because the bag was empty and noted the floor was wet and sticky. She found a pinhole in the tubing section below the pump and said it was so small it was hard to see. Customer reported about 1/2 a bag of chemo (fludarabine) spilled onto the floor. There was no harm or exposure to the staff or patient. The patient received additional fludarabine to replace the amount spilled.